Event description:
It was reported that during a total abdominal colectomy procedure, only half the staples were formed. The staple line was repaired by cutting out the bad staple line and using another device. No details are available at this time.

Manufacturer narrative:
(B)(4). After several requests, the device was not received for analysis.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
On (B)(6) 2010, a (B)(6) male pt was implanted with an interposition gore propaten vascular graft in a bypass procedure for a popliteal aneurysm. It was reported to gore that the graft was leaking serous fluid at two weeks post-op. It was reported that the physician cannot tell for sure whether the graft was infected. The graft was explanted on (B)(6) 2010. The graft is not being returned to gore for evaluation.